Event description:
It was reported that patient presented to emergency room. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) failed to deliver defibrillation therapy during arrhythmia episodes due to under sensing. R wave amplitude variation was also noted. Programming changes were made. There were no patient consequences.